Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® flashback blood collection needle there was foreign matter on the IV cannula. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use this batch, the customer found many fbn have fm on the IV cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® flashback blood collection needle there was foreign matter on the IV cannula. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: before use this batch, the customer found many fbn have fm on the IV cannula.